Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the electrode belt does not communicate with a monitor. The cause of the failure is an internally shorted esd700 component on the distribution node (dn) pca. The root cause of the shorted component was unable to be positively identified. No adverse event resulted form the damaged belt.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.